Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 500mg/dl. Troubleshooting was performed, and drive support cap did not appear to be damaged. Time and date were correct. The displacement and self test were completed and passed. The customer agrees that the insulin pump was functioning as designed. Reviewed the alarm history and found multiple no delivery alarms. No further information was provided.